Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The medtronic representative (mr) tested the imaging system with multiple navigation devices and could not recreate the error. The mr went over how to properly connect the imaging and navigation devices with the staff. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the imaging device was not connecting with the navigation device. The medtronic representative stated that changing the system on the imaging device does not always resolve the issue. There was no patient present when this issue was identified.